Event description:
It was reported that the patient developed an irritation at the pod¿s infusion site (abdomen) while wearing the pod between 4 and 24 hours. The pod started burning and the infusion site was reported to have a severe burn rash. The patient went to the doctor and was diagnosed with contact dermatitis. The patient was prescribed unspecified ointment. The pod was discarded and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.